Event description:
A medtronic representative reported that the navigation system head-frame instrument screw threads are worn. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement device shipped to site for issue resolution. No parts have been received by the manufacturer for analysis.